Event description:
The stem was queried as possible infection or loosening; however, on examination during the revision surgery infection was not apparent and the stem was not found to be loose. Stem was removed in order to take swabs to test for pathology and a cemented stem was re implanted.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 1 std - ref. 01.12.021 / lot 104220 (35 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. The 12 stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected and from the report received: "the stem was queried as possible infection or loosening; however, on examination during the revision surgery infection was not apparent and the stem was not found to be loose. Stem was removed in order to take swabs to test for pathology and a cemented stem was re implanted" the event is highly likely not device related.